Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited a fracture and high impedance. The lead was explanted and replaced. The patient tolerated the procedure well.